Event description:
The customer reported that the unit was not monitoring with pads.

Manufacturer narrative:
The customer reported that the unit was not monitoring with pads. The factory has not yet rec'd the device for eval, and the complaint is still under investigation. A f/u report will be submitted upon completion of the investigation.